Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation ead presented to the hospital with symptoms of lightheadedness. High rv threshold measurements and loss of capture (loc) was observed in addition to some noise on another manufacturer's right atrial (ra) lead. Rv outputs were increased. No additional information was able to be obtained. No additional adverse patient effects were reported. This product remains implanted and in service.